Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that phrenic nerve stimulation and high pacing thresholds were observed on all left ventricular (lv) lead vectors a few days post-implant. Approximately ten days later there was no phrenic nerve stimulation noted on one particular pacing configuration, to which the lead was programmed. The lead remains in use. No further patient complications have been reported as a result of this event.